Event description:
Boston scientific crm received info that this right ventricular (rv) lead had dislodged due to tricuspid regurgitation. The physician noted that the helix mechanism was not working and when he tried to turn it, the entire lead turned. The lead was explanted and another rv lead was successfully implanted in it's place. To date, there have been no adverse pt effects reported. As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event would be reopened and updated as necessary. Boston scientific provided inconsistent explant and event dates.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.